Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported vegetation of candida fungus was observed on the patient's lead. The source of the infection is believed to be unrelated to the device or implant procedure. The lead was extracted successfully. The patient was in stable condition.